Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as: 2134265-2015-08830. It was reported that guidewire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.50mm rotalink¿ plus and a 325cm rotawire was selected to treat the target lesion. When the rotational speed was increased to 200,000rpm during platforming outside the patient, it was noted that the rotawire was torn. The procedure was completed with another of the same rotaburr. No patient complications were reported and the patient status was good.